Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixteen (16) devices were received for evaluation; 13 events were duplicated during testing. Three (3) events were not duplicated during testing; however, the devices were found to be outside of specifications. Six (6) devices were found to be affected by internal corrosion. Nine (9) devices were found to be affected by compromised lubrication. One (1) device was found to be affected by internal corrosion, compromised lubrication, and shattered bearings. Four (4) devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events in which the device was reportedly overheating. Seventeen (17) events had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact. Two (2) events had no known patient involvement or impact.